Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction of chatter. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of chatter. It was reported that there was no patient or staff impact. Repair request escalated to a product event due to procedure delay and due to return in less than 90 days from purchase or repair. On follow-up, it was confirmed that there was a 5-minutes procedure delay and the patient had a prolonged exposure to anesthesia as they need to retrieve a new drill. It was also reported that the patient had no further issues post-surgery.